Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. Upon examination of the patient, the surgeon noted 2+ aqueous cell, aqueous fibrin, hypopyon, 1+ conjunctival and 1+vitreous inflammation. The patient was prescribed with post-operative antibiotic, steroid (tobramycin/dexamethasone) and non-steroidal anti-inflammatory drugs (lidocaine). No cultures were performed. The patient's symptoms have been continuing with topical medication. This is the second of three reports for this event.

Manufacturer narrative:
Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).